Event description:
It was reported that the patient suddenly had a large hematoma around the implant site in (B)(6) 2010. There is no report of any blow to the head or involvement in an accident. As the coil was not able to stay in contact with the cochlea implant, the patient was unable to use her speech processor. The patient was given corticoids for 1 month and a CT scan and x-ray were carried out, all was in order. The patient reports feeling dizzy and feeling pain around the implant all the time. She also hears a noise, like mmmm, whether using the processor or not. This sound increases at times, e.g. When she turns on the processor.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.